Manufacturer narrative:
Necrotizing fasciitis occurred. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. After the procedure, no vaginal erosion or signs of infection could be noticed locally and the tissues were all estrogenized following topical estrogen. The patient left the ward within hours after having passed urine completely. At home, the patient experienced groin pain bilaterally and developed fever that successively rose to 40 degrees c. On the fifth post-operative day, a marked swelling of her left leg developed and the patient could not move from bed. Clinical examination revealed erythema extending from the left groin to the knee and laterally from the crista iliaca to down below the knee. The leg was swollen and extremely tender. The patient was later diagnosed with necrotizing fasciitis with gas subcutaneously. The sling was removed and debridement of the necrotic tissue was performed. The patient developed systemic toxemia and required intubation and transfer to a facility with a hyperbaric chamber. The patient had a complicated two month hospital stay. The patient recovered from the event and still had stress incontinence. The decision was made for her to undergo another sling procedure which was done without complication. The patient reported no episodes of leakage nine months post-operatively.